Event description:
Reporter stated the patient began to experience hyperglycemia (up to 300 mg/dl) on (B)(6) 2013, and he believes the insulin delivery of the infusion device is too low. He changed the infusion set, but this did not resolve the issue. His blood glucose was 400 mg/dl in the morning on (B)(6) 2013, and he was transported to the hospital by ambulance. His blood glucose was tested by hospital lab at 10:00 a.m. And was 800 mg/dl. He was diagnosed with diabetic ketoacidosis, and he was admitted to the intensive care unit and treated with an insulin infusion. He was moved to a normal ward on (B)(6) 2013. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The event occurred in (B)(6).